Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the site that the driveline was passed off the field to perfusionist, driveline cap was taken off with gloves on and plugged into controller port. The controller immediately alarmed "electrical fault". Driveline was pulled back out, and inspected to see if anything was in the driveline connection. Nothing was noted and everything was dry. Driveline plugged back into controller and it alarmed "electrical fault" again. Controller was switched out to the backup controller. No alarms sounded when hooked up and pump started up with no problems. No additional information provided

Manufacturer narrative:
One controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Log file analysis revealed an electrical fault alarm on the reported event date with error codes indicating "sys_front_not_connected" and "alarm_motor_failure." This failure is most likely due to an open connection on the front stator wires that go from the controller to the pump via the driveline connector. This failure can also be caused by a contamination of the driveline/driveline connector that caused a false reading on the front stator's impedance values. The manufacturer has opened an internal investigation to evaluate these types of issues. The most likely root cause of the reported event can be attributed to an open connection on the front stator wires that goes from the controller to the pump via the driveline connector.